Event description:
It was reported via repair work order that the head left siderail would not lock into place and was stuck at the lowest position due to a damaged siderail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.